Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return.

Event description:
Originally reported to idtf, caregiver of patient self-tester reports: 3 consecutive protime system inr results between 1.8 and 4.7. Unspecified lab system inr result 4.3. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.